Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(4) 2018, (B)(6), related (B)(4), complaints text (B)(4) 2018, (B)(6), related (B)(4), complaints text (B)(4) 2018 , (B)(6), initial notes: she uses sensor, it was acting very badly for last 12 hrs. Yes after meal below 40 and 104bg. Turned off and this morning woke up. Below 40, bg 290. Inquired what led up to the complaint. Customer response: she stated that she got up and the sg started to go up. Customer's outcome pertaining to the complaint: adv it might be some kind a pressure on the sensor that can cause for the numbers to go low, if she moves around it should go back to normal. Also 1st day of the sensor it can be like this too as it is trying to get situated in your interstitial fluid. Customer understood. Customer declined high bg, and sg vs bg t/s she stated she needs to get ready for work. Additional notes: she was eating extra. And sg was low. She ended up higher. She was also asking about ngp. She stated that her current pump is not accurate and she cannot trust it. Ship: nothing / return: nothing.